Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 20 mg/ml of dilaudid at 7.59 mg/day via an implantable pump. It was reported the logs were read and the patient's pump experienced a motor stall on (B)(6) 2020 at 5:34 pm. The patient did not have an MRI (magnetic resonance imaging procedure), but the patient did have a computerized tomography (CT) scan (the date of the CT scan was not provided). The patient went to the emergency room over the weekend due to withdrawal symptoms; shaky, weak, tired. The patient was at the clinic on the day of the report, (B)(6)2020. Motor stall considerations were reviewed. The pump had been stalled for 66 hours and 57 minutes at that time, and the stall had not recovered. The pump was programmed to minimum rate and the alarm was silenced. The managing physician confirmed they planned to replace the pump and send the pump back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by a physician. The patient's weight was reported. It was reported that the date of the CT scan could not be confirmed. It was reported that the motor stall was not thought to be related to the CT scan. The pump was replaced on (B)(6) 2020. The pump had been placed in the mail on (B)(6) 2020 at 1pm. The tracking number was provided.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.